Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 2 pen needles clogged during injection. Verbatim: consumer reported found 2 pen needles that clogged during injection. Consumer claims to complete the flow check and works during the flow check. Just clogs during injection. Consumer has two prior complaint files. Sending mail kit and rebate with this case. Caller stated needs assistance with purchase of needles."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 2 pen needles clogged during injection. Verbatim: consumer reported found 2 pen needles that clogged during injection. Consumer claims to complete the flow check and works during the flow check. Just clogs during injection. Consumer has two prior complaint files. Sending mail kit and rebate with this case. Caller stated needs assistance with purchase of needles."